Event description:
On (B)(6) 2010, our (B)(6) affiliate was notified that a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Was diagnosed and treated for a corneal ulcer. On (B)(6) 2010, the treating eye doctor was contacted and provided additional info. The pt initially presented (B)(6) 2010; doctor noted corneal ulcer and abscess od. The pt was instructed to d/c contact lens wear and treated with vigamox and bestron drops. F/u (B)(6) 2010: improving. F/u (B)(6) 2010: resolved. No additional info is expected to be received. The product in question is not available for return for eval. The lot number of the product in question is unk. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. All MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.